Event description:
The customer reported via phone call that the insulin pump had a button error alarm. The customer stated that she changed the device's battery, then received the button error alarm. The customer stated that the numbers on the display were scrolling. Blood glucose level at the time of the incident was 127 mg/dl. The customer reported that she had been working outside prior to the button error alarm occurring. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with moisture damage on the keypad traces. All of the buttons functioned properly and no button error alarm noted during our testing. No ramping numbers on their own or scrolling bar moving anomaly noted. Testing of the insulin pump showed that it was functioning properly and passed all functional testing. All operating currents are within the specification, no unexpected low battery or off no power alarm noted. The insulin pump has minor scratched display window, cracked display window at lower right side corner, cracked case at the display window corners, cracked reservoir tube lip and cracked battery tube threads.